Event description:
It was reported by the mother that the customer received a button error. Customer stated the alarm could not be cleared and the buttons were not working. Advised the customer that the insulin pump would be replaced. No blood glucose readings provided. No further information provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. All buttons function properly. However moisture damage was noted on keypad traces.